Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that it is unknown if the falls were related to the device/therapy. It was also reiterated that the patient was not doing well on one day and was "writhing around on the floor". The hcp confirmed that the deep brain stimulation (dbs) was on and functioning. The stimulation was also turned off but there was no change in symptoms. The patient went to the hcp's office on (B)(6) due to left leg weakness. It was stated at this visit that "things have deteriorated a lot in the past 9 days". The patient fell twice at the end of (B)(6) and afterwards, was unable to walk as there was a loss of balance. The falls also resulted in the patient hitting his head and left hip causing soreness/pain, tenderness over the left greater trochanter, and superficial scrapes mainly on the patient's scalp and over the bone discs, but also on the patient's left forearm and both legs. The hcp confirmed that there was no indication of warmth or redness along the dbs hardware and the skin ulceration did not appear deep. It was also stated that the patient's hands are not working as well as they had been and there was a papular erythema rash on the patient's trunk that looked like viral exanthem, but the patient's wife stated that she has seen the same rash on the same distribution many times over the years when he gets stressed or has "heat rash". The patient's stimulation was stated to be off, but the patient's wife thought she read it to be on. The implantable neurostimulator (ins) was interrogated and it was discovered that stimulation has been on fully each day since tuesday. It was also noted at the hcp appointment that the patient's trunk was tilted when he was sitting in his wheelchair. A CT scan and x-ray were performed to check for a stroke, bleed, and pelvis fracture; both were clear. It was also stated that the actions/interventions taken to resolve the patient's shaking/writhing symptoms including a referral to physical medicine and rehabilitation (pm<(>&<)>r) for intense inpatient therapy. The patient was admitted and checked for an infection near the implantation site, but the results of the testing were negative. After being discharged from the hospital, the patient was seen again at the hcp's office and it was stated that the patient was doing better, but was still falling when he attempts to ambulate without a walker; the patient lost his balance. The patient's mobility was reported to be complicated by severe right knee osteoarthritis (oa) for which the patient was instructed to wear a knee brace at all times, however, he does not wear the brace. Bothersome dyskinesia was also reported. The patient also exhibited rem bd so was instructed to take over the counter melatonin to help maintaining sleeping. The shaking/writing symptoms were stated to be improved but not yet back to baseline; the patient is working with physical therapy at home to improve his gait, balance, and strength. The patient's concomitant medications included sinemet cr, mirapex, and amantadine.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient had a fall and the stimulation turned off 4 days prior to report. They went to the hospital and the stimulation was turned back on. On the day prior to report, the patient had fallen and they were shaking and writhing all over. They had a loss of stimulation. It was a gradual change. The stimulation was off and they were able to turn confirm that it was turned back on. It was unknown when symptom control would be regained. Additional information received reported the patient had a rough few days and the issue seemed to be with the programmer. Sometimes it would say it was off and sometimes it would say it was on but it didn&#38176;seem to be working very well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.